Manufacturer narrative:
Manufacture date: 7/27/2009. The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, the up/down keypad buttons were intermittently responding to user inputs and there was evidence of contamination under the key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the up keypad button had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.